Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red pimples on the back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician stated to try to keep the electrodes off the area for the skin irritation. The patient is using otc hydrocortisone cream. The outcome of the irritation is unknown as follow up attempts were unsuccessful.